Event description:
The lead was explanted due to a device system upgrade and returned to the manufacturer. The lead was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) and cosmetic mio while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4).